Manufacturer narrative:
(B)(4)

Event description:
Female pt, (B)(6) that has osteoarthritis of the right knee received an injection of monovisc on (B)(6) 2017. The pt reports that she had severe pain, swelling, and difficulty walking post injection. On (B)(6) 2017 the pt returned to her physician's office and her dr aspirated 45 mls of fluid from her right knee and was told to take ibuprofen for the pain. On (B)(6) 2017 the pt returned to her physician's office as her condition continued. On this date, (B)(6) 2017, her dr did not aspirate the knee but did prescribe celebrex. The pt took the celebrex for 10 days but stopped because she had nose bleeds which she attributed to the celebrex. On (B)(6) 2017 the pt returned to her physician's office and her condition of pain, swelling, and difficulty walking continued. Her dr advised her to take acetaminophen, ibuprofen, and other nsaids for the pain along with rest and ice. A sample was not retained and the lot number and the expiration date were not recorded.